Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the archive data review. The root cause of the reported ua07 error was a defective load cells module 1 and 2. The cracked top cover, cracked bottom enclosure and defective load cells were likely attributed to mishandling such as a drop. During visual inspection of the returned platform, the top cover, bottom enclosure were observed cracked. In addition, a loose fan and missing load cell plate screw were observed. These observations are unrelated to the reported complaint. The root cause for the observed physical damage could be due to user mishandling. Review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message; thus, confirming the reported complaint. Unable to perform initial functional testing due to the ua07 error message displayed upon powering up the platform, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed that load cell module 1 under-reporting, and module 2 is over-reporting. The defective load cells module needs to be replaced to remedy the fault. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon powering on. No patient involvement.